Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was admitted on (B)(6) 2015 and discharged on (B)(6) 2015. The patient was transferred from the patient's home via ambulance to the hospital. The reason for admission was altered mental status. The patient's discharge diagnosis included visual hallucination, myoclonic jerking, delirium and chronic back pain. The patient was admitted on (B)(6) 2015 for myoclonic twitching and pain pump malfunction. The patient was evaluated in the emergency room for altered mental status and abnormal body movements. ER evaluation showed the patient had multiple myoclonic jerks, uncontrollable in spite of sedation. The patient had altered mental status with hallucinations and delusions trying to get out of bed. The patient was transferred to the intensive care unit (ICU) and was monitored closely. It was unclear why the patient was having double symptoms. The patient was on chronic pain medications including a fentanyl pump. The patient's pain medications were adjusted. It was though the patient was undergoing withdrawal. The patient was trying to get out of bed and had to be restrained. A CT head scan was ordered and did not show any acute pathology. An eeg (electroencephalogram) was done and did not show any evidence of seizure activity. Gradually the patient's myoclonic jerks and mental status improved. Psychiatry was consulted, who recommended the patient take zyprexa to help control his abnormal behavior of trying to get out of bed. Zyprexa was given as needed. The patient's blood sugars were closely monitored and his medications were adjusted. The patient's muscle enzymes were slightly elevated and the patient was thought to have rhabdomyolysis. The patient was given adequate hydration and the patient's muscle enzymes stabilized. At the time of the patient's discharge, the patient was awake, alert, oriented and continued to complain of pain. The patient was going to follow-up with their pain clinic as an outpatient. The patient's blood sugars were under better control. The patient's discharge was improved.

Event description:
It was reported the patient presented to the emergency department over the weekend with agitation, altered muscle movements, and jerks/tremors. The actions required include admission to the intensive care unit (ICU), a urine analysis, discontinuing the use of the personal therapy manager (ptm), and drug dose reduction. The need for hospital admission was considered to be related to the drug in the pump. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver prialt and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.